Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 054. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the black box showed call service 052/054 alarms. The pump was exercised for 24 hours and no alarms were emitted. The pump case was removed to find no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
Follow-up #2: date of submission 12/27/2016 ¿ correction to serial #.